Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source displayed an e207 emergency light failure error code after turning on the power. The issue occurred during preparation for use for a diagnostic uterine examination. The procedure was cancelled, and the examination postponed. There were no reports of patient harm.

Manufacturer narrative:
D8 was corrected from yes to no. This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the failure of the emergency light is assumed to be the cause. The root cause could not be identified. Olympus will continue to monitor field performance for this device